Event description:
Balloon was inserted into left sfa and inflated. Was slow to inflate and had 2 obvious pinched areas in the balloon. Company rep reported that they have been having these issues with the longer balloons. Physician used another drug coated balloon.